Manufacturer narrative:
(B)(4).

Event description:
It was reported the device had perforated the junction of the superior vena cava and the innominate vein. This was repaired during the surgery and the line was removed. The patient's condition was reported to be fine. Customer reported the issue may have been related to user error.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the device had perforated the junction of the superior vena cava and the innominate vein. This was repaired during the surgery and the line was removed. The patient's condition was reported to be fine. Customer reported the issue may have been related to user error.